Event description:
It was reported that approximately eight weeks post implant, the right atrial (ra) lead had dislodged. It was noted that the lead had dropped. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.